Event description:
A malfunction was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer experienced at least three similar occurrences with the same pump, prompting tandem technical support to send a replacement with updated software. The customer was advised on returning the faulty pump and was informed about available training for the new device, which the customer acknowledged and understood. Reportedly, the customer reverted to an alternate method of insulin therapy.